Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the damage in the connector pin caused no image the damage was likely due to mishandling. This information is addressed in the instructions for use (IFU): "¿ do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. The reported problem was confirmed. A bent video connector pin was found, causing no image with olympus, model series 180 scopes. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report of "where the camera box plugs into its got the broken prongs inside the receptacle." Upon inspection and testing of the returned device, it was determined no image was present when tested with olympus, model series 180 scopes. This report is submitted for the malfunction of no image. There was no patient injury, associated with the problem, reported to olympus.